Manufacturer narrative:
(B)(4).

Event description:
It was reported that high voltage lead impedance was observed during device interrogation. No externalized conductors or electrical problems were noted. Further actions will be discussed with the physician.